Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2018 with the following findings: black box records from the date of the event were overwritten due to continued use of the product. The available black box data revealed loss of prime with low non-zero and zero force alarms. On investigation, the pump powered on normally and was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and found to be within the required specifications. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the complaint, moisture was noted inside the battery compartment. Leak testing did not reveal a leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.